Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter. Reportedly, the customer was also using a non-tandem provided charging cable to charge the pump. The customer was able to successfully charge the pump with an alternate tandem-provided wall adapter. There was no adverse impact to the customer's blood glucose level.